Event description:
End user's mother called sunrise medical on (B)(6) 2013 to report that her daughter had fallen out of her wheelchair. The mother is alleging that her daughter was in the kitchen on a flat surface when the wheelchair suddenly stopped moving forward. The end user tried to go forward again when the chair suddenly jerked forward then quickly came to a stop throwing the end user to the ground. The end user suffered a broken wrist and bruising to her face. The end user's mother said that her daughter was taken to the emergency room where she received a cast for her broken wrist. The mother noted that her daughter is healing well and has normal range of motion.

Manufacturer narrative:
End user's mother claims that she is working with a tech employed by the scooter store. Mother claims that the tech is ordering a new motor for her daughter's chair. It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical (us) llc. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If an when more information can be obtained from that investigation, a follow up report will be filed.